Manufacturer narrative:
Other text: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No problems or issues were identified during this device history record review.

Event description:
It was reported that the device was alarming the error of no disposable pump won't run. No patient injury was reported.